Event description:
Procedure type: roux-en-y. Pt gender: unk. According to the reporter: the cannula cracked. The piece that broke off the cannula was found embedded in the versastep sleeve. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).